Event description:
During a breast biopsy procedure, the needle broke and a piece was retained in the patient. An x-ray was taken to determine the location of the needle fragment. Tissue dissection and removal of tissue was required to retrieve the broken needle.